Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump shut off and could not turn back on, not even with battery change. Customer was not sure if insulin pump fell, but reported that reservoir compartment was cracked. Customer's blood glucose was 5.5 mmol/l. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump monitored for several days. The device was received with all operating currents within spec and passed functional testing including the rewind, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No frozen screen noted during test and time clock advances properly. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.